Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is displaying communication loss after they went through a generator reboot. The customer also reported that they were able to resolved this issue by reseting the backup battery. No harm or injury was reported.

Event description:
The customer reported that their multiple patient receiver (org) is displaying communication loss after they went through a generator reboot.